Event description:
Additional information received that the patient experienced discomfort at the implant site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, the electrogram display of the device was missing on merlin.net. Technical support was contacted and device reprogramming was recommended. However, no intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.